Event description:
It was reported that during a cardiac ablation procedure, after completing the pulmonary vein isolation (pvi) and finishing the post-map with the loop catheter, an attempt was made to anchor the guidewire in the left superior pulmonary vein (lspv) to store loop catheter in the sheath. However, the guidewire became immobile. Although the guidewire could not be moved, the ring could be extended in a array, allowing it to be stored in the sheath along with the guidewire and removed from the body. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012649869 was returned and analyzed. Visual inspection showed the catheter was received with a guidewire threaded through it. It was observed that tissue was stuck to the guidewire at the distal tip of the spiral array, preventing it from being retracted. Additionally, the slide function was stuck, and the capture device was not returned with the catheter. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connection to the pulseselect generator via a test cic, and therapy deliveries were successfully performed. The test could not be performed due to the condition of the returned catheter. The catheter was received with a guidewire threaded through it, which was stuck and could not be retracted. In conclusion, the loop catheter failed the returned product inspection due to the tissue on the distal tip of the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.